Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the unit would not respond on touchscreen and found error 63 in history with recommendation to replace pcba video generator. After replacement of the video generator board, the touchscreen would work only in certain areas and the touchscreen calibration would not successfully complete. The fse then replaced the touchscreen assembly, which corrected the problem. The iabp unit passed all calibration, functional and safety tests performed. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the display touch of the intra-aortic balloon pump (iabp) does not work. This event was discovered during routine check by the customer. There was no patient involvement, thus no adverse event was reported.